Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the speed noted to be 5200 rpm on the clinical screen of the system monitor could not be confirmed. The system monitor was not returned for evaluation. The unit was retained at the hospital. No further issues have been reported for the system monitor. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B, section titled ¿setting up the system monitor for use with the power module¿) and the heartmate ii IFU (rev. C) under section 4 ¿system monitor¿. The heartmate ii IFU recommends that users contact abbott if the system monitor¿s screen is malfunctioning. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in clinic on (B)(6) 2017 and was connected to the hospital owned system monitor. The speed was noted be 5200 rpm on the clinical screen with flow 1, pulsatility index (pi) 1, and power 1. There were no reported alarms and the patient denied any symptoms or issues. The patient was then disconnected from the power module and reattached to the same power module/system monitor and normal pump parameters were received.